Event description:
Patient presented to the physician with excessive drooling, lip and hand tremors, increased sinus drainage, tongue soreness and swelling, and sore throat. Physician prescribed antibiotics and steroids.